Event description:
The pt went to surgery for an exploratory laparoscopy. A #5 laparoscopic trocar was placed and visualization of the pelvis was attempted. Due to the faulty nature of the equipment an attempt was made with a larger scope. A #8 trocar was placed through the incision where the #5 had been placed previously with the first scope. No visualization was possible. A second scope was used and placed in the abdomen. It was "cloudy." Therefore the laparoscope was "jettisoned" due to the inability to secure functional equipment. The periumbilical incision was closed and a suprapubic incision was made and a minilaparotomy was done.